Event description:
Patient received 2 appropriate shocks during vf. The first appropriate treatment post shock sinus rhythm was 90 bpm with pacs. The second appropriate treatment post shock sinus rhythm at 80 bpm with pacs/ pvcs. The patient received burns near the front te pad after treatment. There is no indication that the patient received medical intervention. Outcome of the injury is unknown.